Event description:
The customer observed (B)(6) results for one patient while using the architect (B)(4) qualitative ii assay. The customer indicated the results did not align with the patient history. The following results were provided: (B)(6) 2014: (B)(6), retested on (B)(6) 2014: (B)(6). The specimen was sent to a reference lab where it was indicated that a (B)(6) result was generated by the architect quantitative assay ((B)(6)) and neutralization testing was completed, which confirmed the specimen was (B)(6). Additional testing was performed on the specimen and indicated that (B)(6) dna was detectable. No adverse impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A sensitivity testing protocol, using inhouse panels, was executed using lot 35016lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. Return material was not available. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect hbsag qualitative ii assay, list number 02g22, lot 35016lf00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 02g22 that has similar products distributed in the us, list number 01l80 and 04p53. (B)(4). Evaluation is in process. A follow-up report will be submitted when the evaluation is complete.